Event description:
It was reported that the pump's screen was cracked and not functional, rendering the touchscreen unreadable. The customer's blood glucose level was reported as 160 mg/dl, which is within the normal range. The pump was set to be returned for further inspection, and a replacement pump. No additional information regarding the customer's outcome was provided.